Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information, a cause for the reported slda could not be determined. The reported mitral valve insufficiency / regurgitation (recurrent mr) was a cascading effect of the reported slda. The reported patient effect of mitral valve insufficiency/ regurgitation (recurrent mitral regurgitation) as listed in the mitraclip ntr/xtr system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detached from one leaflet and the mr increased. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020, to treat functional mitral regurgitation (mr) with a grade of 3. Three clips were implanted, reducing mr to 1. On (B)(6) 2021, the patient returned for a triclip procedure to treat tricuspid regurgitation. However it was noted one clip implanted in the mitral valve had detached from the anterior leaflet (single leaflet device attachment (slda)) and the mr had increased to 2. No treatment was performed on the mitral valve. No additional information was provided.